Event description:
A surgeon reported that the infusion cannula does not tightly fit in the trocar cannula. The product was exchanged for another one and the case was completed without harm to the pt.

Manufacturer narrative:
The sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).